Event description:
It was reported that a malfunction alarm was received and the pump stopped all insulin delivery. The customer's blood glucose level was impacted. The customer stated that blood glucose level was in the high 300s to low 400s (mg/dl). During troubleshooting with tandem technical support, it was confirmed that the customer had been able to clear the malfunction alarm and deliver a bolus, which brought blood glucose level down to target range.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.